Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had rewind anomaly. The blood glucose was unknown at the time of the incident. Customer also reported that, the customer received sensor updating alarm. Customer declined troubleshooting for the rewind anomaly. The customer advised to monitor pump and to call the helpline for any other issues. The insulin pump will not be returned for analysis.